Event description:
Beckman lx20 analyzer is erroneously reporting glucose values about 1/2 of what they should be. Both in- and out-pts are being evaluated for glucose, among other analytes; the lx20 analyzer is providing incorrect results. The vendor has investigated this problem but no solution. Results are unreliable and cannot be used for pt care.